Event description:
It was reported that the power cord port of a novum iq syringe pump was damaged. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and a physically damaged port was observed. The event history log review did not show evidence of the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be a damaged ac power wiring harness. The ac power wiring harness was replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.